Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and others, missing (0-25%) and creases flat. Leak test and microscopic analysis was performed which identified: striated broken on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A striated opening anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported a left side deflation and "plug strap separated." Device has been explanted.